Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 05, 2025 was filed inadvertently. No extrusion of the electrode lead into the external auditory canal or serious injury has occurred.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal, resulting in vertigo and poor performance with device use. It was also reported that open circuit was noted on electrode 18. The implanted device remains.